Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. It additionally states to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of cold insulin, and observed a fill estimate of over 40 units. Then, the customer added an additional 150-200 units of insulin to the cartridge. Tandem technical support recommended the customer load a new cartridge as the cartridge was filled with more than 300 units, and was recommended to use room temperature insulin per labeling instructions. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2016, the customer confirmed after delivering 10.2 units of insulin, the insulin gauge update to an accurate display.